Manufacturer narrative:
Device 1 of 2. Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead extension was returned with one electrode missing and failed continuity testing at that channel. All other channels passed testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report 1627487-2010-00599. The patient received his scs system on (B) (6) 2009 consisting of an ipg, paddle lead, and 30 cm length lead extension. It was reported that about 30 hours after the procedure,the patient lost stimulation. An x-ray taken showed the lead extension had pulled out of the ipg header. It was reported that the patient was given a hard cervical collar to wear post-operative, but the patient said,he was uncomfortable and was seen pulling his knees up towards his chest in the recovery room. The physician explanted the lead extension and replaced it with the longer 60 cm model on (B) (6) 2009. After the procedure it was noted,the extension was missing one electrode from the terminal end. It was reported that after the procedure, he patient was still not feeling stimulation. An x-ray showed,the lead had pulled from the epidural space. The physician repositioned the lead on (B) (6) 2009. Follow up on the patient found that the lead had migrated from the epidural space again. No procedure is scheduled and the patient has not returned to the physician's office.